Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. D224trk, implantable cardioverter defibrillator (ICD), (B)(6) 2011. A 4574, implantable pacing lead, (B)(6) 2007. A 6949, implantable tachy lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient was having symptoms of heart failure. The left ventricular (lv) lead had dislodged and was unable to capture in all pacing configurations. The lead was explanted and replaced. No patient complications have been reported as a result of this event.